Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, all the insulators were breached cut, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported that a patient with an implantable pulse generator (ipg) system died three months after implant. The manufacture representative was asked to interrogate the device after the patient had died. It was reported the patient died suddenly. The specific cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): we did receive performance data collected from the device and have analyzed the data. There were no anomalies found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, all the insulators were breached cut, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.